Manufacturer narrative:
(B)(4)

Event description:
Procedure: lobectomy. According to the reporter: when the handle was squeezed a broken sound was heard and the clamp cover snapped and disengaged. The knife advanced, but malformed stapling occurred. Additional manual suturing was done. The fallen piece could be retrieved. Operative time was extended more than 30 minutes. No pt info available.